Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose event and presence of ketones. The blood glucose reading was 450 mg/dl. It was reported that the customer forgot to bolus insulin after a mealtime. The customer treated their high blood glucose with insulin pump bolus. Auto mode would have been active at the time of the event. The customer reported no other symptoms. No harm requiring medical intervention was reported. The pump will not be returned for analysis.